Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral hernia. ­­­­­­­­­the procedure performed was ventral hernia repair with mesh. The patient has had multiple surgical revisions, pain, recurrence, and infection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. ­­­­­­­­­it was reported that after implant, the patient experienced pain, recurrence, abscess, adhesions, fistula and infection. Post-operative patient treatment included debridement of abdominal wound, removal of infected mesh, wound vac placed, small bowel resection with takedown of enterocutaneous fistula and abdominal wall reconstruction.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. ­­­­­­­­­it was reported that after implant, the patient experienced pain, recurrence, abscess, adhesions, enterocutaneous fistula,draining sinus tract, abdominal wound and infection. Post-operative patient treatment included debridement of abdominal wound, laparotomy, segmental small bowel resection with takedown of enterocutaneous fistula, removal of infected mesh, wound vac placed, and abdominal wall reconstruction.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.